Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set needle prior to insertion on 01-feb-2025. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-04342. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008146 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the steel cannula is found bent upon removal from infusion site photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008146 was manufactured according to the wi version 97 and packaging in the machine 14, on 19/jul/2024, with a total of (B)(4) units. Welding: the lot 4g00935 was assembled according to the wi version 34 on-line inspection for machine ls25 and ls24 on 18-jul-2024, with a total of (B)(4) units each. The lot 4g03920 was assembled according to the wi version 34 on-line inspection for machine ls07 and ls06 on 19-jul-2024, with a total of (B)(4) units each. The lot 4g00932 was assembled according to the wi version 34 on-line inspection for machine ls07 and ls06 on 17-nov-2024, with a total of (B)(4) units each. The lot 4g03919 was assembled according to the wi version 34 on-line inspection for machine ls24 and ls25 on 19-jul-2024, with a total of (B)(4) units each. Gluing connector: the lot 4g00924 was glued according to the wi version 37, line 03 on 17-jul-2024, with a total of (B)(4) units each. The lot 4g00929 was glued according to the wi version 34, machine ls06 and ls07 on 15-jul-2024, with a total of (B)(4) units each. The lot 4g03941 was glued according to the wi version 37, line 03 on 20-jul-2024, with a total of (B)(4) units each. The lot 4g00925 was glued according to the wi version 37, line 3 on 18-jul-2024, with a total of (B)(4) units each. The lot 4g00926 was glued according to the wi version 37, line 3 on 20-jul-2024, with a total of (B)(4) units each. Molding: the lot 4g00917 was molding according to the wi version 36 on-line inspection for molder ls18 on 14-jul-2024, with a total of (B)(4) units each. The lot 4g00916 was molding according to the wi version 36 on-line inspection for molder ls14 on 14-jul-2024, with a total of (B)(4) units each. The lot 4g02890 was molding according to the wi version 36 on-line inspection for molder ls19 on 18-jul-2024, with a total of (B)(4) units each. The lot 4g00914 was molding according to the wi version 36 on-line inspection for molder ls19 on 16-jul-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 20/aug/2025 against malfunction code steel cannula is found bent upon removal from infusion site and lot 6008146 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.